Event description:
It was reported that the patient thought his battery was in overdischarge. He hadn¿t used it in months and he wasn¿t able to charge. A communication problem was reported which began about six months prior to the report. It was noted he had finals and had a lot going on. At the time of the report the patient didn¿t feel stimulation and noted it was off and the battery was empty. It was verified the patient was seeing the poor communication on the patient programmer (pp). Anins overdischarge was suspected. It was reviewed that even if the patient wasn¿t using the ins the battery could still run low so they would need to continue to charge to prevent overdischarge. The patient thought he may have already had two overdischarges. It was noted the patient had always had issues with charging and connecting with the recharger because he was constantly fluctuating in weight. It was later reported the patient was having ¿problems¿ with the ins and it¿s not ¿working properly and not controlling his pain.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).